Event description:
The exact date of the events are not known. Info concerning this incident was reported on 04/19/2007 to a kimberly-clark sales rep soliciting feedback on product performance. The doctor iniformed the kimberly-clark rep that the pediatric microcuff endotracheal tube has kinked on many occasions obstructing the flow of oxygen to the pt. No injuries were reported. Kimberly-clark has no independent knowledge of the event reported above, but is relaying the info that was provided by the facility where the incident occurred. This product incident is documented in the kimberly-clark complaint database.

Manufacturer narrative:
The product was not returned to kimberly-clark for evaluation. Also, as no lot number was provided, the specific batch record could not be identified for review. The doctor reporting this product incident indicated that when the microcuff pediatric endotracheal tube warms to the pt's body temperature, it kinks from the weight of the vent circuit or when the pt's head turns. The product incident has been incorporated in the kimberly-clark complaint trending system which is used to identify repetitive issues that require corrective action.